Event description:
Line fractured on patient side of lumen bifurcation on a central line that was already in place. After difficulty, the line was replaced. No additional information has been provided by the reporter.

Manufacturer narrative:
(B)(4). No product will be returned per information supplied by the customer. Final inspection for tpn multi lumen catheter confirms that each extension, main catheter shaft and, if specified, strain relief tubing are securely molded to manifold without voids or cracks and confirms correct proximal fittings have been securely attached, and confirms overall catheter surface is clean and free of damage or excessive imperfections. This product is shipped with an IFU which states warnings, precautions and instructions for use. We are inconclusive as to why this failure mode occurred. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. No additional actions required at this time. Per risk assessment, additional action is not required at this time based on the associated risk.